Event description:
This complaint is now reportable based on the analysis completed on 8/21/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the product was defective. However, the returned product confirmed that a shaft fracture occurred. Additional information regarding this event has been requested.

Manufacturer narrative:
Visual examination of the returned device found a break occurred in the hypo-tube, the break was located at approximately 20 centimeters distal from the strain relief. The hypo-tube was kinked at the point of separation. Microscopic examination of the balloon found no issues with the balloon material or the crimped stent. The shop floor paperwork was reviewed for this particular batch of devices (8205308 top assembly & 8202828 manifold) and no anomalies were noted from this review that could correlate to the difficulties that were experienced by the physician during the use of this product. The root cause of the reported complaint cannot be conclusively determined at this time.